Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touchscreen inadvertently cracked and pump was no longer functional. Customer's blood glucose was within range (not provided). Customer reverted to using another pump for insulin therapy.